Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore, the device itself could not be investigated. The analysis is thus, based on the inspection of the manufacturing documents of the device, as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency, during the manufacturing process. The analysis of the provided trend data, acquired between 15-oct-2019 and 10-jun-2020 recorded, the pacing impedance with values between 2400 and 2800 ohms. Furthermore, the analysis of the provided iegm episodes, revealed artifacts on the farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 88 months high pacing impedance of the right ventricular lead was reported. The lead was explanted and replaced.